Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician attempted to detach the coil with the instant detacher but it failed, so they tried to release it by breaking the break indicator but it still would not detach. The doctor then slightly pushed and pulled the delivery pusher several times which allowed the coil to detach and the procedure to complete without issue. This was later described as the part falling into the patient's cavity and being unable to be retrieved. Prior to this two other coils had been placed successfully. The patient was undergoing embolization surgery to treat a 9mm x 5mm aneurysm. There were no related patient symptoms. It was noted that the patient's vessel tortuosity was moderate with no abnormalities. Ancillary devices include an sl-10 catheter.